Manufacturer narrative:
Follow-up #1: date of submission 04/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated. The black box data from the date of the original complaint has been overwritten. Current black box data showed no evidence of a short battery life. The pump electrical current draws were tested and were noted to be within specifications. The pump powered on with a returned battery cap; however, the battery cap was unable to fully tighten. The battery compartment was noted to be cracked and there was evidence of moisture contamination inside the battery compartment. A leak test was performed and showed a leak at the battery compartment crack. Upon removal of the pump case, there was no evidence of additional moisture inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. The reporter alleged damage to the battery compartment. In addition, it was reported that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.